Manufacturer narrative:
The device was returned for analysis. Based on the returned device inspection, the reported malposition of device (failure to deploy suture) was observed as posterior needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that the proglide device failures occurred in the right common femoral artery. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, two proglide devices per groin were pre-placed without any problem. The sheath was upsized to 18f and the evar procedure was completed. At the end of the procedure, when closing the first hole, the suture of the first proglide device was pulled and the whole suture came out of the patient. The suture of the second proglide device was pulled and seemed to work. The wire was still in place; therefore, a third proglide device was placed at the 12 o'clock position but a cuff miss occurred. A fourth proglide device was placed at the 11 o'clock position. Before proceeding with step 2 (pushing the plunger) the suture of the 2nd proglide device was pulled to make sure the whole was as small as possible, step 2 was then performed and this worked. When the suture of the fourth proglide device was pulled the whole was completely closed. There was no reported adverse patient sequela, except a longer procedure time and a little bit more blood loss. No additional information was provided.